Manufacturer narrative:
Exact date unknown, event was found the day before the procedure.

Event description:
It was reported that the patient was experiencing discomfort under the skin where the anchor for the lead was located. The patient underwent a revision procedure wherein the anchor for the lead was buried deeper to make it more comfortable for the patient. The patient had good impedances and was doing well postoperatively.